Event description:
Placement of an implantable cardioverter/ defibrillator in 1993 and generator replacement in 1998. His current system has separate rv and svc leads which are attached to defibrillator device which is under the left pectoral muscle. Over the past several months, dr. Has noted a total of seven episodes of artifact detected by the defibrillator that have been flagged as ventricular fibrillation. Fortunately, he has not received any shocks from the device but because the episodes of artifact were increasing in frequency, dr. Felt it was necessary to investigate the system.